Event description:
It was reported that the patient presented in clinic for routine generator change. During the procedure it was noted that the right ventricular (rv) lead had an insulation breach. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.